Manufacturer narrative:
Follow-up #1 date of submission 07/28/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. There was moisture visible behind the display. The pump powered on to a dim and discolored display. During testing, the pump emitted a motor error. The power complaint could not be fully tested due to this. The pump failed a leak test at the audio bolus button. The pump cover was opened; evidence of moisture found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. Reportedly, there was evidence of moisture behind the display. It was reported that there was no damage to the battery cap or battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.